Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
(B)(4) 2013, additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional information was received that the infection was at the lead site. Symptoms of infection were swelling, redness, and drainage on the lead site. The physician did not believe the infection was device related. The patient was given antibiotics. The infection has been resolved. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: st linear lead, 50cm.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an explant procedure due to infection.